Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's healthcare provider reported through medtronic field team that the customer was hospitalized with an unspecified date due to diabetes ketoacidosis. No other details were provided. Insulin pump will not be returned for analysis.